Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Concomitant products: soundstar eco ge 8f (model# m-5723-18 lot# g9010420), lasso nav 2515 splithandle (model# d-1343-01-s lot# 17370081l), soundstar 3d 10f-90 (model# m-5723-05 lot# unknown), carto 3 system (model# fg-5400-00m serial#(B)(4)). Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. High-resolution mapping was conducted by the soundstar catheter to make up the CT instead using x-ray as contrast dye could not be used for this patient. The soundstar catheter was inserted into the left atrium and a sound map was made for 40 minutes. Pulmonary vein isolation, roof and bottom line ablations were conducted. At the end of the procedure, when final monitoring for effusion was performed, a tamponade was confirmed via intracardiac echocardiogram. No blood pressure drop was observed. Pericardiocentesis yielded an unknown amount of fluid. There is no information regarding hospitalization. The patient has since improved. There are no factors cited that may have contributed to the event. The physician did not provide causality opinion. A transseptal puncture was performed with an unknown needle. The generator set on power control mode. There is no information regarding overall time or last ablation cycle time at the site of injury. During the procedure, the contact force readings were more than 70 grams several times. However, no error messages were observed on biosense webster equipment during the procedure.